Manufacturer narrative:
Upon receipt of the devices concerned for this case, it was determined that they were not smith and nephew manufactured devices. Please therefore disregard the initial report for this incident.

Event description:
It was reported that revision surgery was performed due to a soft tissue reaction. The devices were implanted in (B)(6) 2007.